Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was loss as pressure was applied to the cable, due to deformation of cable unit the noise in the image generated, corrosion on coupler unit and button is deteriorated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the noise in the image occurred due to deformation of cable unit. Whereas, image loss occurred due to pressure was applied to the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a loose connection. The event was found during an unspecified procedure. There were no reports of patient harm.